Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Received video shows intraocular lens (iol) implantation. The video visual quality is slightly out of focus throughout the recording. When the nozzle comes into view it is observed to be partially filled with ophthalmic viscosurgical device (ovd), no ovd past the top end of the mid nozzle. The iol is delivered through the nozzle tip and into the eye, iol condition and plunger/iol interaction cannot be definitively determined at this point due to the quality of the returned video. The iol is manipulated into position with a surgical tool. The reported "crack" was not observed due to the quality of the returned video. The reporter stated: "he/she checked the settings with the nurse and found out that the prescribed quantity of the ovd was not included" while we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the customer stated that after checking the settings the prescribed quantity of ovd was not included. The video review also observed insufficient ovd in the nozzle tip. The IFU instructs "the IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 milliliters (ml) of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed the crack was in the iol optic after iol implantation. Checked the settings with the nurse and found out that the prescribed quantity of the ovd was not included. Crack iol was left in patient eye and the surgery was performed and completed without product replacement. Additional information has been requested and received stating no health damage to the patient.